Event description:
It was reported on a user facility medwatch (52-0060-2000-0001) that (1) 355l was used during an unknown procedure. It was reported that during the procedure, the physician had been putting instruments through the 5mm trocar and at one point during the procedure, noticed an o-ring in the pt's abdomen. The surgeon pulled it out and then the trocar was removed. There was no pt consequence.